Event description:
Error code given when equipment attached to console. Balloon catheter removed from patient without harm. Cable changed as part of troubleshooting. Medtronic rep and tech support notified and awaiting further investigation regarding error. Lot numbers are 87854, 11751, 59799, and 92445. Catalog numbers are 2035u and 203cx.